Event description:
Information was received from a consumer regarding a patient receiving dilaudid (20 mg/ml) at 3.997 mg/day via an implantable pump for non-malignant pain. There was a volume discrepancy noted on past refills. Since (B)(6) 2015, when the patient switched physicians, as much medicine had been pulled from the reservoir as was put in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.